Event description:
It was reported that bd insyte autoguard blood leak/exposure. The following information was provided by the initial reporter: blood exposure a. Is this due to the report of leakage ¿ due to leakage, blood exposure occurred? (These may be able to be combined). Yes, these are combined events. B. If these blood exposure reports are not associated with the leakage reports, what defect occurred that led to the blood exposure? Na.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. Lot numbers in use provided, but customer did not know which applies to the reported event dates. This MDR represents the potential lot numbers that may relate to the reported event. Additional lot numbers provided in this complaint for material number 381412. 3363125, mfg 2024-01-02, exp 2026-12-31. 2179495, mfg 2022-07-08, exp 2025-06-30.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number (B)(4) and lot number 3363125. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.